Event description:
The customer reported that there was a fluoroscopy problem. The field engineer noted the system would shut down after performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.